Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose of 489-504 mg/dl which was addressed with a bolus via pump. Cause for blood glucose was unknown. Customer suspected bg was caused by infusion set site issue; however, this could not be confirmed as no damage was found at the site. Customer continued to use the pump for insulin therapy.